Event description:
New information received noted that the patient was doing well and that there were no complications associated with the device explant procedure.

Manufacturer narrative:
The cause of the reported erosion event could not be conclusively determined. The device was tested on the bench and no anomalies were found.

Event description:
It was reported the patient presented with the implantable cardiac monitor protruding from the patient's chest. The patient stated that the device fell out of his chest and he picked it up off the floor and inserted back into this body. The physician explanted the device and sent the patient to the nearest urgent care center to be treated with antibiotics.